Event description:
It was reported that the balloon leaked. A 3.50mm x 10mm flextome cutting balloon was selected for use in a percutaneous coronary intervention in the left anterior descending artery (lad) to treat angina pectoris. The 80% stenosed target lesion was moderately calcified and located in mildly tortuous anatomy. During the procedure, the balloon could not be inflated. It was noted that the balloon was leaking liquid. The balloon was removed and the procedure was successfully completed. No patient complications were reported.